Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 473 mg/dl. It was stated that when the customer was attempted to troubleshoot, the insulin pump alarmed several times. It was also stated that there was no bolus history on the device. Advised the customer to stay on the back up plan. No further information was provided.